Event description:
Reporter indicated high lead impedance after prophylactic vns generator replacement in 2007. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.